Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 3.00x38mm promus premier drug-eluting stent was advanced for treatment. However, while loading the delivery system onto a non-bsc guidewire, the stent came off the balloon. The stent delivery system was pulled out off the wire and the procedure was completed with a 3.00x32mm synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier,us, mr 3.00 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from proximal to mid stent region were noted to be lifted from their crimped position and pulled in a distal and proximal orientation. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination (visual and via scope) found no issues with the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.00x38mm promus premier drug-eluting stent was advanced for treatment. However, while loading the delivery system onto a non-bsc guidewire, the stent came off the balloon. The stent delivery system was pulled out off the wire and the procedure was completed with a 3.00x32mm synergy drug-eluting stent. No patient complications nor injuries were reported.